Manufacturer narrative:
Physio-control has attempted to contact the customer multiple times with no resolution. It is unknown what the status of the device is or if the device will be returned to physio-control for evaluation.the device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control to report that while testing their device they observed that a service indicator was present and that the unit would not complete the charge cycle. As a result the device would not defibrillate, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.